Event description:
The customer alleged they received questionably low vitamin b12 results on their e-module. The customer stated only vitamin b12 was affected. The customer stated they think two patient samples were affected, but only provided data for one patient. The specific date of this event was requested but not provided. The patient's initial vitamin b12 result was <30. The repeat result was 225. The units of measure were requested but not provided. Information on whether either result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The vitamin b12 reagent lot number and expiration date were requested but not provided. The customer admitted that sometimes when they remove the reagent they forget to remove the pre-treatment pack. It was a possibility that the assay was run using an old pre-treatment pack. A field service representative visited the customer site.

Manufacturer narrative:
This event occurred in the united states.

Manufacturer narrative:
A root cause could not be determined due to a lack of information. A possible root cause of this event was the assay was run with an old pre- treatment pack. Additional details for further investigation were requested but not provided.